Event description:
It was reported that the patient experienced frequent ipg charging and the battery often get a little hot as well. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the date the manufacturer was made aware.